Manufacturer narrative:
(B)(4). Date sent 1/9/2025, d4 batch # unk, b3: only event year known: 2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What is the surgeon¿s experience with the pvs device? What was the approximate width of the compressed vessel? Did the surgeon wait 15 seconds prior to firing? Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Was there any tissue in the jaw distal to the cut line? What was the exact anatomical structure that was within the jaws of the device at the time of firing? Were there any difficulties with the device or staple formation during the initial procedure? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Was there calcification of tissue that impeded clamping or cutting? Were there any pre-exiting patient conditions? Would the surgeon be interested in speaking with ethicon medical and engineering team? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown liver procedure that on the second firing near the portal vein the device misfired. When the device was removed the tissue started bleeding profusely and patient died 2hr later. During the procedure the patient was given 4 rounds of mtp.

Manufacturer narrative:
(B)(4). Date sent: 1/24/2025. Additional information was requested, and the following was obtained: what were the indications for surgery? Right hepatectomy-tumor-right hepatic vein. What is the surgeon¿s experience with the pvs device? A lot. What was the approximate width of the compressed vessel? Unknown. Did the surgeon wait 15 seconds prior to firing? Unknown. Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? No. Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? No. Was there any tissue in the jaw distal to the cut line? Unkn. What was the exact anatomical structure that was within the jaws of the device at the time of firing? Right hepatic vein. Were there any difficulties with the device or staple formation during the initial procedure? Unknown. What was the total estimated blood loss (ml)? Unknown but they had to transfuse the patient a lot-told rep they used all the blood in the hospital. Was a transfusion required? Yes. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. Was the bleeding intraluminal or extraluminal? Unknown. Was there calcification of tissue that impeded clamping or cutting? Unknown. Were there any pre-exiting patient conditions? Unknown. Would the surgeon be interested in speaking with ethicon medical and engineering team? Additional information can be requested from the surgeon at (B)(6) but surgeon is not requesting a meeting. When surgeon finally got the liver mobilized when looking ivc there was a 2cm hole in the hepatic vein.